Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states patient tested 5.9 inr and 5.2 inr on the coaguchek xs system while a comparison lab returned as 1.0 inr. No actions were taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.